Event description:
It was reported that during a ptca/stent procedure, following successful placement of a stent in an osteal intermediate artery, follow-up angiography revealed a perforation in the distal portion of the vessel. Pericardiocentesis was performed and the pt was sent for emergent cardiac surgery. No other info was provided.